Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 600s (mg/dl). Correction boluses and injections were used to treat elevated bg levels. During troubleshooting with tandem technical support, a review of pump history showed a low power alert as well as missed meal and site change reminders. Recommendation was made to change site (although customer declined) and to consult with health care provider to discuss diabetes management.